Event description:
The ptca procedure was performed because of restenosis of the penta 3.0 x 18 and the penta 3.0 x 23. The info contained in this report was captured during a post-market eval conducted outside the us.